Manufacturer narrative:
(B)(4) date sent to the FDA: 01/05/2017. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Do you have any pictures of the reaction? Were any patch or sensitivity tests performed? Results of dermatologist findings were any medications prescribed to treat the reaction? If yes, what type, dosage do you have any allergies to cyanoacrylate or formaldehyde? Patient pre-existing medical conditions (ie. Allergies, history of reactions) update to your current condition what is your physicians opinion regarding the contributing factors to the reaction? Have you been exposed to products, such as artificial nails? Have you had demabond or skin adhesive used on a previous surgery or wound closure?

Event description:
It was reported that the patient underwent a muscle biopsy procedure on (B)(6) 2016 and the topical skin adhesive was used. At the same day after the procedure, the patient experienced redness, a bruise-like skin appearance around the surgical site, general pain and itching throughout her arm. The patient went to the emergency room where the staff thought that there was a hematoma. The patient's arm was wrapped with a compression bandage. Three days later, the patient was diagnosed with allergic reaction and the topical skin adhesive was removed with a petroleum product. The patient continued experiencing same symptoms and went to the dermatologist. The patient stated that, as she has healed, a "lumpy hardness" was developed under her skin. It was also reported by the patient that at some point she experienced itching all over her body, but she was unsure if this occurred before or after the topical skin adhesive was removed. Additional information has been requested.